Manufacturer narrative:
It was reported by the hospital contact that the complaint orbit galaxy (640cf0925/17224092) was found to be undetached when the physician withdrew the delivery tube out from the patient. The dcs syringe ii (details unknown) had been pressurized to the green zone, but it was unknown that whether the physician withdrew the delivery tube because of confirming the de-pressurization from the gauge or confirming the embolic coil being detached by angiography. The physician used another galaxy (details unknown) instead to continue. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to and after the event. The complained product will be returned for analysis. No further information is available. The procedure was the evar and the complaint galaxy was intended to be used for the embolization of the iia. The patient was a male of unknown dob, whose vessels were moderately torturous and moderately calcified. A renegade stryker (details unknown) was used for this procedure. A non-sterile og tdl cmplx fill coil 9x25 was received coiled of a plastic bag. No damages were noted on the hub. The hypotube was inspected and it was found without damage. The introducer was received separated of the hypotube and it was found without damage. The support coil, gripper and embolic coil were received outside of the introducer. The support coil and gripper were found without any damage while the embolic coil was found stretched. The support coil, gripper and embolic coil were inspected under vision system; the support coil was found kinked. The gripper was found without damages while the embolic coil was found stretched. No obstructions or damage was noted on the purge hole of the gripper. The functional test was performed. The orbit galaxy received using a lab sample syringe 635-002, the orbit galaxy was tried to purging on the blue zone; the pressure gauge was increased to the green zone and the coil was detached. The failure reported by the customer as ¿coil- failure to detach¿ was not confirmed during the functional analysis. The damage found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages from leaving the facility. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt. (B)(4) concomitant medical products and therapy dates: syringe (details unknown). Renegade stryker (details unknown). Another galaxy (details unknown).

Event description:
It was reported by the hospital contact that the complaint orbit galaxy (640cf0925/17224092) was found to be undetached when the physician withdrew the delivery tube out from the patient. The dcs syringe ii (details unknown) had been pressurized to the green zone, but it was unknown that whether the physician withdrew the delivery tube because of confirming the de-pressurization from the gauge or confirming the embolic coil being detached by angiography. The physician used another galaxy (details unknown) instead to continue. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to and after the event. The complained product will be returned for analysis. No further information is available. The procedure was the evar and the complaint galaxy was intended to be used for the embolization of the iia. The patient was a male of unknown dob, whose vessels were moderately torturous and moderately calcified. A renegade stryker (details unknown) was used for this procedure.